Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had center button and right button are not working. No harm requiring medical intervention was reported. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received no button response due to moisture damage at electronic assembly noted. Unable to verify keypad unresponsive due to no button response noted.